Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench, and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device interrogation, stored egms revealed multiple noise episodes and inappropriate hv therapies. Device was explanted and replaced. Patient condition was good after the event.